Manufacturer narrative:
Patient and device details unavailable at the time of this report. This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017. Reimplantation is planned; however, it is unknown if this has occurred as of the date of this report.